Event description:
It was reported that the patient experienced -some jumping and thumping in the right side of her chest over the past few days-. Interrogation revealed high threshold. A chest x-ray showed lead dislodgement. The lead was explanted and replaced on (B) (6) 2010.